Event description:
Piece of cutting loop broke off inside pt. Surgeon was unable to immediately retrieve broken piece. Ultrasound and revision surgery was scheduled to locate and retrieve broken piece. No further info regarding pt has been received. Sample returned on 01/21/2010. Investigation of device suggests that the cutting loop was altered before procedure which may have contributed to this problem.